Event description:
During a sternal reconstruction procedure, the surgeon placed 3 reconstruction plates on the sternum to stabilize the wall. Surgeon measured 16 mm on both sternal edges and used 18 mm ti sternal locking screws to secure the plate on both sides of the pt's anatomy. One screw on the left side punctured the pt's lung, causing an emergent re-entry later due to bleeding issues with the surgeon burring down the screw. Pt is recovering well.

Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Subject device was not explanted. Unable to provide the date of MFR as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history records review could not be requested.